Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was broken, the lower case was broken, two side bail covers were broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken, and the display was out of electrical specification with pixel segments missing. (B)(4).

Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.